Event description:
Per the info provided to co by the physician's office through international rep , the device was removed due to an "infection". The date of implant was provided however, the date of removal was not obtained. As reported to co, the entire device was removed.